Event description:
Subsequent to the initial 30-day medwatch report, additional information was provided, indicating that the implanted mitraclips were noted to be well attached to both leaflets and functioning as expected. No chordal or tissue damage was noted and no additional intervention was performed. The study physician has deemed the increased mitral regurgitation (mr) as not significant and that the event is not related to the implanted mitraclip. Although the recurrent mr is not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Correction: patient code 1964-labeled - removed. The device was not returned for analysis. New information received indicates that the event is not a reportable event as it is not related to the implanted device. As this event was previously reported, it remains reportable. Based on the information reviewed, a conclusive cause for the reported mr, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. No further investigation required.

Manufacturer narrative:
(B)(4). Follow-up # 1, filed with incorrect date: correct date is 04/26/2019.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mitral regurgitation. It was reported that on (B)(6) 2018, the patient, with degenerative mitral regurgitation (mr) of grade 4, underwent a mitraclip procedure, with implantation of one clip. The mr was reduced to grade 0. On (B)(6) 2018, transthoracic echocardiogram was performed and noted that the mr was grade 1+. No additional information was provided.